Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported the bd nexiva 22ga 1.00in y was leaking. The following information was provided by the initial reporter: nexiva dual port 22g leaking under y-connector where it connects.

Manufacturer narrative:
Investigation results: one photograph was provided for investigation. The photo showed the extension tubing and dual port luer adapter from a 22g nexiva device. What appeared to be blood was observed in the extension tubing. Blood residue was observed on the clamp, the blue dual port adapter, the q-syte connectors, and the top web packaging. The origin of the leak could not be identified from the photograph. As the circumstantial evidence in the photograph supports the complainant¿s description of the reported event, the complaint was confirmed; however, the root cause could not be determined. During manufacturing, leakage may occur due to misalignment or improper set-up. Per the quality control plan, leak testing and inspection for damaged components are performed periodically during the manufacturing process to mitigate the occurrence of this defect. Leakage may also occur from inadvertently cutting the extension tube or improper connections. Since the source of the leak could not be discovered from the photograph, the root cause was unknown. Investigation conclusion(s): the defect of ¿leakage¿ was confirmed. Probable root cause(s): undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.